Event description:
On (B)(6) 2025, the user reported receiving error code 64 and had restarted the device twice without resolution. Battery level was confirmed above 50%. A replacement pump was issued. No blood glucose impact and no symptoms were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.